Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A biomedical engineer reported that a system message was displayed and that there was low irrigation during irrigation and aspiration portion of a surgery. The system was switched out and the surgical procedure was completed. There was no harm to the patient.